Event description:
It was reported that the patient presented for a scheduled implant procedure. During the procedure, it was noted that the newly placed right atrial (ra) lead exhibited low sensing amplitudes, resulting in under-sensing. The ra lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events of p-wave amplitude variation and undersensing were not confirmed. As received, a complete lead was returned in one piece. Final analysis did not find any anomalies.